Manufacturer narrative:
Exact date unknown, event occurred a year ago. Explant date: procedure happened a years ago.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.